Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 15-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for cervical radiculopathy and spinal pain. It was reported that the patient fell on (B)(6) 2016 and thought the lead had shifted over to the right as therapy wasn't working like it was before the fall. The patient said that about a couple months after the fall, she noticed that there was a change in stimulation. The patient said that the stimulation was for the upper back, however, the patient said she felt stimulation from the neck to her feet. The system was replaced in (B)(6) 2017. No further complications were reported.